Manufacturer narrative:
Reported event: camera stopped working so put the camera on bypass. Bypass crashed my computer had to bail on case. Device evaluation and results: evidence of camera connection issues were found in both the vplog and crisis log. The vplog time of the camera connection issues was (B)(6) 2017 12:48:13 944 which matches the corresponding messages at (B)(6) 2017 07:57:09 840 on the crisis log. Application was showing error message from different ndi commands. Each one of the application error message were paired to a crisis ¿unable to connect to the ndi camera (camera_comm) (hs)¿ log line. After dismissing the camera connection error message about 33 times, there is evidence that the application was restarted on line (B)(4) of the vplog without evidence of exiting the application prior to this. This indicates that the user had to manually restart the application as described in the event details. The following log files and lines were relevant for the previous paragraph: (B)(4). Device history review a review of (B)(4), revealed that the non-conformance is not related to the failure alleged in this compliant. Complaint history review a review of complaints in catsweb and trackwise related to p/n 209999, serial number (B)(4) shows 1 additional complaints related to the failure in this investigation. These complaints are: (B)(4). Conclusions: based on the analysis from the previous section. There appear to have been a connection issue between the camera and the arm software. The application handled this issue by displaying error messages to the user. Since errors kept on coming in, the user was presented with another error message when the previous one was dismissed. The user had to restart the application manually to get out of the loop of camera connection error messages being displayed. No specific application crash was found, it appears that the loop camera connection error messages was interpreted as a crash by the user. Corrective action/preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard.

Event description:
Pka/tka/tha: tha. Event description: camera stopped working so put the camera on bypass. Bypass crashed my computer had to bail on case. Surgical delay - case cancelled. (B)(4). Per (B)(6), the patient was under anesthesia when the case was cancelled due to the malfunction. The surgeon opted to proceeded manually.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
Pka/tka/tha: tha. Event description: camera stopped working so put the camera on bypass. Bypass crashed my computer had to bail on case. Surgical delay - case cancelled. Log files are attached in the communication tab and are saved in the s drive - (B)(6). Update: per (B)(6), the patient was under anesthesia when the case was cancelled due to the malfunction. The surgeon opted to proceeded manually.